Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 36. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and bleeding. No further patient complications were reported.